Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. The lesion was located in the first obtuse marginal (1st om). The physician had attempted to implant a taxus express2 2.5x20.0mm drug eluting stent. While attempting to advance the stent past the lesion, the stent got hung up. The physician pulled back the stent delivery system (sds) and experienced some resistance which then caused the stent struts to flare. The physician removed the entire sds and successfully completed with procedure with another of the same device. There were no pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.